Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty in 2010. Subsequently, patient alleges pain and underwent x-rays on (B)(6) 2013 that revealed a fractured humeral tray. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty in 2010. Patient alleges pain and underwent radiographs on (B)(6) 2013 that revealed a fractured humeral tray. Subsequently, patient was revised on (B)(6) 2013

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances. Risk of fracture is identified and mitigated within the IFU warnings and precautions: "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure" and "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent a reverse shoulder arthroplasty (B)(6) 2010. Patient alleges pain and underwent radiographs on (B)(6) 2013 that revealed a fractured humeral tray. Subsequently, patient was revised on (B)(6) 2013.